Event description:
On 01/25/2008, the lay-user/pt contacted lifescan alleging that a one touch ultra mini meter would not power on. The med affairs specialist (mas) listened to the call between the customer care advocate (cca) and pt to obtain/verify info. The pt takes between 4 and 6 units of novolog insulin in the morning and before meals. She also takes 24 units of lantus insulin at night. It is not clear as to when, the reported meter issue began. The pt said that she has "been having low blood sugars", but it is not known what specific symptoms she had or when the symptoms actually developed in relation to the alleged meter issue. It is documented that her daughter called paramedics in 2008, because she took too much insulin. However, it is not known if the alleged meter issue was actually involved with the event. The pt reported, that another meter had been used at that time too. At one point during the conversation with the cca, the pt mentioned that she got a blood glucose reading of "60 mg/dl", but it is not known as to what device was used to obtain the result. It would have been helpful to know the following info: what the pt's testing frequency is, the details of her medication and diabetes mgmt regimens, if she takes insulin based on her meter readings, and what actions the pt took before, during, and after the meter issue started. In addition, it would have been helpful to know when the reported issue began, what readings she got before developing the symptoms, when the insulins were taken, what dosages she took, and what date/time the symptoms developed. Also, it would have been helpful to know what device was used to obtain the result of "60 mg/dl" and if the paramedics tested her blood glucose. This complaint is being reported due to the following conclusion: the pt claimed that she has been having symptoms of hypoglycemia. There is not enough info to determine when the reported meter issue started, when the symptoms developed in relation to the meter's power issue, what her actual symptoms were, and the duration of the meter issue. The medical affairs specialist was unable to reach the pt to obtain add'l info and thus based classification of this complaint on the cca documentation as well as the initial call.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.